Manufacturer narrative:
Updated: b5, d4, h4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 1 hour following the implant of this transcatheter bioprosthetic valve, right handed weakness presented. A ¿small¿ stroke was identified. Treatment was not reported. The physician indicated a contributing factor was an existing thrombus in the left atrial appendage (laa) identified in the pre-transcatheter aortic valve implant computed tomography (CT). Another contributing factor reported was the anti-coagulant that was stopped 3 days prior to the procedure with history of atrial fibrillation. The physician did not believe the valve system was responsible for the stroke. No additional adverse patient effects were reported. Additional information was received that the stroke was ischemic, confirmed with CT imaging and magnetic resonance imaging (MRI). The stroke was treated with rehabilitation in the hospital and then the patient was discharged to a rehabilitation facility. The ischemia did not resolve. Permanent impairment reported was right arm/hand weakness and decreased sensation.

Event description:
Medtronic received information that approximately 1 hour following the implant of this transcatheter bioprosthetic valve, right handed weakness presented. A ¿small¿ stroke was identified. Treatment was not reported. The physician indicated a contributing factor was an existing thrombus in the left atrial appendage (laa) identified in the pre-transcatheter aortic valve implant computed tomography (CT). Another contributing factor reported was the anti-coagulant that was stopped 3 days prior to the procedure with history of atrial fibrillation. The physician did not believe the valve system was responsible for the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2023; explant date n/a continuation of d10: product ID l-evprop-2329; product lot/serial number unknown product type: loading system; implant date na; explant date na select patient information cannot be documented in the file due to regional privacy regulations.  Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.